Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed a no delivery alarm. Customer's blood glucose was 2.9 mmol/l. During troubleshooting, insulin exited with the manual prime. Customer was advised that the insulin pump was working as designed. Customer as advised that the reservoir will be replaced. Customer will not be returning the reservoir for analysis.